Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that wire detachment occurred requiring intervention. The target lesion was located in the renal artery. An 18 165cm gw transend periph was selected for use. During the procedure, it was noted that the guidewire was fractured and device fragment retained inside the patient. The fragment was successfully retrieved with a snare and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). A1: patient identifier: updated. B5: describe event or problem: updated. E1: initial reporter email: updated.

Event description:
It was reported that wire detachment occurred requiring intervention. The target lesion was located in the renal artery. An 18 165cm gw transend periph was selected for use. During the procedure, it was noted that the guidewire was fractured and device fragment retained inside the patient. The fragment was successfully retrieved with a snare and the procedure was completed. There were no patient complications as a result of this event. It was further reported that the 50% stenosed target lesion was located in the moderately calcified artery. There was no resistance noted while using the guidewire during the procedure.

Manufacturer narrative:
E1: initial reporter phone:(B)(4). Investigation results: device evaluated by MFR: the gw transend periph device was returned to our post market quality assurance laboratory. It is possible to observed that the distal tip was detached. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that wire detachment occurred requiring intervention. The target lesion was located in the renal artery. An 18 165cm gw transend periph was selected for use. During the procedure, it was noted that the guidewire was fractured and device fragment retained inside the patient. The fragment was successfully retrieved with a snare and the procedure was completed. There were no patient complications as a result of this event. It was further reported that the 50% stenosed target lesion was located in the moderately calcified artery. There was no resistance noted while using the guidewire during the procedure.